Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap nissen fundoplication the needle disengaged from the device. A new suture was loaded into same instrument to finish the case with no issues. No adverse events reported.